Event description:
It was reported that oversensing during an diagnostic event leading to episodes of inappropriate automatic mode switch was observed on the device. No intervention was performed. The patient was stable and will continue to be monitored. There were no adverse consequences.